Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Factors that contribute to the difficulty to close the foot, include, but not limited to tissue, calcification or suture caught in foot. In this case, it is likely tissue, or vessel was caught by the foot during closure. This may also occur if the foot is in the access site. The method to release this is to reopen the foot, push the device forward to ensure a pulsatile mark is visible then close the foot. However, when the foot does catch tissue, the foot may surf distally and lock into an open position or come out of the guide. If the ¿lock¿ occurs, then the attempt to move the foot by operating the lever will not work as the design of the lever mechanism inside the handle is pliable above a level of resistance. Any of the above conditions with the foot will contribute to the entrapment. In this case, the account opened the handle to access the actuator wire and free the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after a pulsed field ablation (pfa) interventional procedure using a 7f sheath. Reportedly, the foot of the device did not retract in order to remove the device from the vein. The lever was closed but the device was still stuck. The physician broke the device from the top and closed the footplate [using the actuator wire]. The device was removed. A "z" stitch and manual compression were used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.